Event description:
The customer reported a boot up failure after a few retried boot up sequence and hang up. No pt injury was reported.

Manufacturer narrative:
The service rep placed an order for a device and reseated the circuit board on the device. With repeat, system boot up now, but it could happen again.